Manufacturer narrative:
(B)(4). Approximate age of device - 74 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized on (B)(6) 2016 due to a driveline site infection. An erythematous pustule was noted on the patient's abdomen and a large fluid collection was found around the pump, which was concerning for abscess. On (B)(6) 2016 the patient underwent surgical incision and drainage of a sternal wound abscess with tracking of the outflow tract of the lvad. The wound was irrigated with hydrogen peroxide, vancomycin beads were applied, and a wound vac was placed. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline site infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.